Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed an "internal error occurred - system reset required" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was observed during review of the device activity logs. However, the device was put through extensive testing including full functional testing without duplicating the report. The defib receptacle was replaced as a precaution. The device was recertified and returned to the customer and a new multifunction cable was sent to replace the customer's old one. Analysis for reports of this type has not identified an increase in trend.